Event description:
It was reported that during service the expiratory pressure transducer would not calibrate. This may lead to stop of ventilation if to recur during pt treatment. The ventilator was not being used to treat a pt at the time of the event.

Manufacturer narrative:
Complaint is a result of service screening. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.